Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was unable to fire and cut the tissue.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted the welded pin of the hinge component on the anchored lever bracket was bent away from the anchored lever bracket. The single use loading unit (sulu) displayed a full complement of staples and the interlock was set. Microscopic inspection of the knife blade displayed no damage. Functional testing was performed which included loading the sulu into a test instrument. The sulu and test instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur from rough handling of the product. When the instrument is closed without engaging the anchor bracket posts, a large gap is observed between the cartridge and anvil. Applying external pressure at the fork areas of the instrument to force it together to close causes the separation of the anchor bracket at the posts, similar to the condition of the instrument received. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.